Event description:
During an in-clinic follow-up, x-ray imaging revealed the right atrial (ra) lead was dislodged. Lead repositioning was attempted, however, the helix was unable to extend. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and a helix mechanism issue. A complete lead was returned in one piece with the helix retracted and clogged with blood / tissue. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued at the connector region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length measured within specification. The cause of the reported event of helix mechanism issue was due blood / tissue in the helix housing and over torque of the inner coil consistent with procedural damage.